Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a hyperglycemic event. At 4:30 am, the patient's blood glucose hit over 400mg/dl. The patient was (B)(6) pregnant and was concerned, so she sought outside medical advice and was instructed to go to the nearest hospital. The patient was driven to the emergency room (ER) by her fiance at the hospital, the patient was treated with sugar-water and magnesium. At 11:00 am, the patient was transferred to the hospital's intensive care unit (ICU). In the ICU, she was treated with dextrose and long-acting insulin. The patient stayed overnight in the ICU, where they monitored her. Patient was scheduled for release on (B)(6) 2016. At the time of contact, the patient was still in the ICU and was waiting to be released. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of hyperglycemia could not be confirmed. A root cause could not be determined. Labeling indicates: the dexcom g5 mobile cgm system was not evaluated for the following persons: pregnant women and persons on dialysis.